Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd gravity set 60dp 3ss dehp free sets had component separation. The following information was provided by the initial reporter: the user reported that the IV tubing that connects into the spike popped off and it looks like it has been clipped. This is the 2nd of the microdrip IV tubing to do this.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of separation at the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 42434e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 bd gravity set 60dp 3ss dehp free sets had component separation. The following information was provided by the initial reporter: the user reported that the IV tubing that connects into the spike popped off and it looks like it has been clipped. This is the 2nd of the microdrip IV tubing to do this.